Event description:
According to the complainant, the locking adapter cracked 4 weeks after placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
According to the complainant, the suspect device has not been returned. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.